Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load process. The customer's blood glucose level was 178 mg/dl. The customer successfully completed the load process with tandem's technical support to address the event.